Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using gore tag thoracic endoprostheses to treat an abdominal aortic aneurysm. A final angiography showed there was no endoleak. On april 14, 2016, a distal type I endoleak from gore tag thoracic endoprosthesis ((B)(4)) was reported. On (B)(6) 2016, the endoleak was repaired by implanting gore tag thoracic endoprosthesis ((B)(4)). Final angiography showed that the endoleak was resolved, and the patient tolerated the procedure. The cause of the endoleak was reported due to a sharp angle of the descending aorta. No further information was obtained.